Event description:
Customer called to report the insulin pump alarmed during the prime process. Blood glucose reading at the time was 159 mg/dl. Customer mentioned that two sets from the same box did not function properly. This issue was resolved by a complete set change done by the customer prior to calling. Troubleshooting could not be performed at this time. Advised the customer that the reservoir will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.